Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed that the solenoid driver pcb, it is not clear what repairs were completed as there was no response to the gfe's that were sent out. The record will be updated if new information is provided. The customer did not agree to pay for the repairs and the issue was not resolved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cs100 intra-aortic balloon pump (iabp) was unable to switch on unit. When switching on the unit, the display automatically goes blank. There was no patient involvement.